Event description:
The customer returned the device stating, "the pump had a line blocked alarm while using the cadd cleo infusion set". During device evaluation it was found the line blocked alarm can be confirmed due to the bent canula observed.

Manufacturer narrative:
One used device was returned for investigation. The visual inspection was performed and found the canula on the connector was observed to be bent. During the functional testing, the flow was successfully established. The complaint of blocked alarm can be confirmed due to the bent canula observed. The probable cause of the bent canula is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.